Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath and dilator were returned for product evaluation. No other accessories were returned. Visual inspection revealed that there were kinks visible at the base of the sheath hub and in the middle portion of the sheath. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the assembly. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected after 30 seconds. The dilator was removed, and the assembly was submerged. Air bubbles were observed. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination revealed a discoloration on the valve that could be due to the off-center insertion of the dilator in the valve. However, it is unclear whether the off-center insertion into the valve could have contributed to the alleged leakage. The inner lumen of the hub was inspected for any anomalies and none were present. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that off-center insertion into the valve could have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved glidesheath slender was used during a cardiac catheter procedure. The access was gained through the radial artery. The physician observed the valve was leaking from the sheath. The patient was not affected, and the case was completed without incident.